Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarm. The insulin pump received button error alarm due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump was received cracked case display window corner. The insulin pump received with cracked lcd window. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 363 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.